Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; with no peeling or damage. During testing, the ok keypad button was unresponsive; all other keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.